Event description:
It was reported that the pump touch screen was cracked and unresponsive at times. There was no adverse impact to the customer's blood glucose level. The customer will continue to use current pump for insulin therapy.